Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned as the lead was damaged during a medical procedure not related to the device or the leads. The patient didn't have venous access on the left side therefore the physician replaced and successfully implanted new system on the right side of the body. No additional patient adverse effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned as the lead was damaged during a medical procedure not related to the device or the leads. The patient didn't have venous access on the left side therefore the physician replaced and successfully implanted new system on the right side of the body. Additional information was later received and this rv lead was explanted due to infection. No additional patient adverse effects were reported.

Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed. Therefore, no further actions are considered necessary and the complaint investigation conclusion code is unintended use error caused or contributed to event. This report captures the explant of this device and impact on the patient. This report also contains update in event description.

Manufacturer narrative:
This report captures the explant of this device and impact on the patient. This report also contains update in b5 event description.

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned as the lead was damaged during a medical procedure not related to the device or the leads. The patient didn't have venous access on the left side therefore the physician replaced and successfully implanted new system on the right side of the body. Additional information was later received and this rv lead was explanted due to infection. No additional patient adverse effects were reported.